Manufacturer narrative:
The product has been received and the evaluation is pending. A follow up report will be submitted with investigation results once the evaluation has been completed.

Event description:
The customer reported that the nicu is experiencing multiple events in which the microbore extension set leaked. There was no report of patient harm.

Manufacturer narrative:
The customer's report that the microbore extension set leaked was confirmed. Visual inspection showed no anomalies. Functional testing showed fluid leaking from the engagement between a lab mating syringe and the entrance luer of the set's maxzero valve. Further inspection of the valve top under microscope showed a microchannel/scratch within the interior diameter of the valve. The root cause of the microchannel which creates a fluid path is an equipment error during the inspection and testing process during final assembly of the maxzero component.

Event description:
The customer reported that the nicu is experiencing multiple events in which the microbore extension set leaked. There was no report of patient harm.